Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got stuck with the non-boston scientific guidewire. The catheter and the guidewire were completely removed from the patient as one unit and the procedure was completed with another of the same device. No patient complications were reported. The device was discarded by the facility.